Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenotic lesion with calcification was located in the severely tortuous left common iliac artery. The physician advanced the 5.0-80mm, 80cm wanda balloon catheter to the lesion and on the first inflation the physician suspected that the balloon ruptured at 7atms. The device was removed from the pt and the balloon rupture was confirmed. There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issue existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.